Event description:
The pt's wife reported that during fill 1, the blue pin disconnected and started to leak. The following morning the pt was having abdominal pains and cramping and was transported to the hospital. The pt was administered antibiotics. While in the hospital, the pt's effluent was checked and reported to be cloudy. The sample was reported to be available however to date, has not been returned to the manufacturer.

Manufacturer narrative:
Contact has been attempted to the initial reporter and the pt's peritoneal dialysis rn. This MDR includes all information received to date. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. If the sample is returned, a supplemental MDR will be filed.